Event description:
Follow up from the health care provider reported, the cause of the event was unknown. All impedances were normal. Reprogramming was done on (B)(6) 2012 no electrodes out of range, impedances were "ok." Patient described left neck sensation. It was also noted, the patient would be examined for possible neck spasm. There was no injury to the patient. No further information was reported.

Event description:
It was reported the patient was "zapped" when trying to turn both implantable neurostimulators (ins) off for an electrocardiogram (ECG) procedure. The left side was off but the right side was in icon mode and showed a flashing warning sign. The patient received the unwanted shock while turning the right side off. It was noted the patient had ECG procedures I the past and there was no interference. This was the first occurrence of interference.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4). Product type: extension: product ID 7495-51, serial# (B)(4). Product type: extension: product ID 3387-40, lot# j0101957v. Product type: lead: product ID 3387-40, lot# l84432. Product type: lead. (B)(4).